Manufacturer narrative:
Device available for evaluation: product ID: neu unknown, serial#: unknown, product type : unknown. Other relevant device(s) are: product ID: neu unknown, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. Patient reported that ever since implant, they have been unable to get the stimulation down to her foot where she needs the stimulation. Patient has been working with her rep, since implant to try and do reprogramming. They met three separate times and patient was going to meet with a new rep to do reprogramming. Patient expressed she is really angry that she cannot get the assistance she will need to get the stim to the correct area. Patient met with her hcp on 7/14 and they are concern that she is not getting therapy relief and told her to call the manufacturer. Additional information was received from the patient and it was reported that the patient has met with the rep three to four times and has not been able to move "vibrations" down to her foot for it to do any good. Additional information was received from a patient. Patient stated they were told due to the leads being installed too high, they couldn't get the stimulation any lower.